Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with stent implantation performed on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat icterus (jaundice) and epigastric pain due to a 3 cm stricture in the middle common bile duct. The patient's anatomy was not torturous. The lesion was dilated to 8mm using a balloon prior to the procedure. During the procedure, the device was advanced into the bile duct and the physician attempted to deploy the stent. The physician could not completely deploy the stent and the stent could not be reconstrained. When the partially deployed stent was being removed from the patient, the stent accidentally deployed. The fully deployed stent was removed from the patient. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with stent implantation performed on (B)(4) 2013. According to the complainant, the indication for stent placement was to treat icterus (jaundice) and epigastric pain due to a 3 cm stricture in the middle common bile duct. The patient's anatomy was not torturous. The lesion was dilated to 8mm using a balloon prior to the procedure. During the procedure, the device was advanced into the bile duct and the physician attempted to deploy the stent. The physician could not completely deploy the stent and the stent could not be reconstrained. When the partially deployed stent was being removed from the patient, the stent accidentally deployed. The fully deployed stent was removed from the patient. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath had been fully retracted and the stent was fully deployed and returned. There were no issues noted to the movement of the outer sheath proximally or distally. There were no issues noted to the stent or delivery system. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.